Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs 064 call service alarm was emitted during the rewind and load steps. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: review of the black box data revealed multiple records of call service 064 for high force occurring due to an occlusion during the prime step. On investigation, ez-prime steps were successfully completed without any alarms occurring. Investigation did not duplicate the call service alarm complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked with moisture inside the battery compartment during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.